Event description:
Two oic cages were implanted in 2006. It is further reported that following month, the pt underwent a revision to replace the cages. Once removed, the cages were found to have collapsed as the anterior pillars had fractured.

Manufacturer narrative:
Na